Event description:
A high blood glucose (bg) level was reported, but the specific value was unknown as the continuous glucose monitor displayed as "high." The customer administered a correction injection via multiple daily injections to address the high bg. The customer declined a pump system check and continued using the pump for insulin therapy.